Event description:
It was reported by dealer that the irc5po2v concentrator was just returned. Out of box the unit is just alarming. No lights are lighting up, just a continuous beep. Dealer did state that it alarms and then they turn it off. The unit will work for a few then alarm again. Unit needs to be looked over again. Per dealer the unit will not start.